Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the phenomena were not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope, that he is getting the b30 and e216 (scope communication error) with this scope. The event was unknown. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The customer contacted the technical assistance center (tac) and spoke to a representative who explained to the customer that the issue appears to be related to the scope, and they were offered to troubleshoot the issue and or try another scope. The customer requested light socket cleaning kit, so he may clean the light socket. Tac reached out twice to see if additional assistance is needed but no response was received from customer as of yet. To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.